Event description:
It was reported that the device is not heating correctly. No patient involvement.

Manufacturer narrative:
Other text: d4 UDI is unknown. No product information has been provided to date. Additional information b5 d5 d10 h3 and h6. This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device had a cracked tank cover, worn line cord, front cover, and plate clip. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was not duplicated. The device was heating as intended. The root cause of the reported issue was found to be that the customer adjusted the settings throwing the device way out of calibration. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received via email 26-jan-2022. Event date updated. No patient involvement